Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, noise was noted on the right ventricular (rv) channel. The lead terminal pin was removed then reinserted but noise was still present. Air bubbles were suspected. The system was monitored over night with resolution of the clinical observations. There were no adverse patient effects. The device remains in service.